Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the arm. The target lesion was located in the non-calcified and moderately tortuous left subclavian artery. The lesion was in-stent restenosis of another manufacturers stent. An unknown guide wire crossed the lesion. Inflation was performed three times with this 8-4/5.8t/75 ultra-thin diamond balloon catheter in the mid and distal lesion. The 1st inflation was to nominal pressure for 180 seconds. The device was moved slightly and the 2nd inflation was performed to nominal for 180 seconds. The device was moved slightly distally and the 3rd inflation was performed and "dogbone" in the lesion was noted. The balloon was inflated to rated burst pressure for 180 seconds and the noted "dogbone" disappeared. While attempting to withdraw the balloon, it became stuck within the sheath. The balloon was unable to move back and forth. Negative pressure was also applied to the device within the sheath but still unable to withdraw the balloon. The balloon and the sheath were removed from the patient together as a unit. A new sheath was inserted into the patient, angiography confirmed that the lesion was dilated properly. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was noted that the balloon was fully deflated but not correctly wrapped. The device was inserted through a 6 french introducer sheath which was not possible to remove the device from the sheath. The balloon material was inflated and vacuum pulled. The balloon material returned to its correct wing formation and it was possible to remove the device from the sheath by gently rotating the device as it was being removed/withdrawn. Examination of the shaft of the device noted that it was severely stretched at a distance of 70mm approximately 11mm proximal to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the arm. The target lesion was located in the non-calcified and moderately tortuous left subclavian artery. The lesion was in-stent restenosis of another manufacturer's stent. An unknown guide wire crossed the lesion. Inflation was performed three times with this 8-4/5.8t/75 ultra-thin diamond balloon catheter in the mid and distal lesion. The 1st inflation was to nominal pressure for 180 seconds. The device was moved slightly and the 2nd inflation was performed to nominal for 180 seconds. The device was moved slightly distally and the 3rd inflation was performed and "dogbone" in the lesion was noted. The balloon was inflated to rated burst pressure for 180 seconds and the noted "dogbone" disappeared. While attempting to withdraw the balloon, it became stuck within the sheath. The balloon was unable to move back and forth. Negative pressure was also applied to the device within the sheath but still unable to withdraw the balloon. The balloon and the sheath were removed from the patient together as a unit. A new sheath was inserted into the patient, angiography confirmed that the lesion was dilated properly. The procedure was considered completed with this device. No patient complications were reported and the patient's status is good.